Manufacturer narrative:
Explanted date: month and year valid additional information: patient had vein excised approximately 3 months post procedure. The patient is reported to be recovering and doing well. Pathology was performed on the excised vein and the findings were normal with anticipated macrophages and necrosis of the vein. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat the short saphenous vein(ssv) on (B)(6) 2019. Since the procedure, the patient has returned to hospital on 2 occasions with transient coughing, shortness of breath and experiencing difficulty swallowing. Steroids have been prescribed and the symptoms have gone away but they have come back.